Event description:
It was reported that this patient went to the emergency room department with stimulation in their pocket of device. The pacemaker device was found to be in safety mode. The device remains implanted. No adverse patient effects were reported. New information was obtained, that a revision procedure was completed. Besides surgical intervention, no additional adverse patient effects were reported. Product analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and determined it had undergone resets. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this patient went to the emergency room department with stimulation in their pocket of device. The pacemaker device was found to be in safety mode. The device remains implanted. No adverse patient effects were reported. New information was obtained, that a revision procedure was completed. The device is expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.